Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3389s-40, lot # v046231, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot # v046231, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that when the battery depleted the patient was in the hospital due to not being able to talk or stand. Additional information received reported that the patient received assistance from the healthcare professional (hcp) or manufacturing representative and their concerns were resolved.